Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. No trouble was found at the tip of the instrument. An additional observation not reported was instrument tube extension pad printing had been removed from the distal end of the tube extension. The length of the removed pad printing material measured .121 - .257. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additionally, the instrument main tube was cracked. The tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. The location of the fissure was in an area not protected by the tip cover. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing material missing, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, the tip was broken and the jaws were not moving on the monopolar curved scissors instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.